Event description:
Allegedly, the doctor was performing an inguinal hernia repair procedure when one of the operating room personnel set the pt pressure at 30. Hosp contact correctly stated that it should have been set at 12. As a result of this incorrect setting, a hole was blown in the peritoneal wall and they had to switch to an open procedure. Procedure was completed. There was no malfunction of unit reported.

Event description:
It was reported that the lead perforated the right ventricle at implant. On (B)(6)2010, pericardiocentesis was performed and the lead was repositioned. The patient presented again on (B)(6)2010 with chest pain. A chest x-ray found a small pericardial effusion and what appeared to be -mild perforation-. On (B)(6)2010, the lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.